Event description:
It was report that, "the pt had pain. The surgeon removed his cup, head, liner and replaced with the tritanium cup insert and liner and a 28 mm universal biolox head."

Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the devices cannot be performed as the devices were retained by the pt and were not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.